Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that *excessive* perioperative bleeding occurred during a procedure in which a forcefxca unit was in use. Per the customer, thermal damage likely contributed to the *severe postoperative bleeding*. The bleeding was reportedly stopped with bipolar diathermy. The surgeon stated that he did not believe there was anything wrong with the electrosurgical unit or any of the associated (non-medtronic) devices and that the bleeding was likely due to circumstances unrelated to the devices. The customer was reported to be fine. Additional questions have been asked regarding the specific incident details but no additional information has been provided.